Event description:
It was reported that the health care professional (hcp) wanted to review the reports on this pacemaker. Technical services (ts) reviewed the device data and identified farfield oversensing on both presenting and stored electrogram (egm). Ts reviewed the findings with the healthcare professional (hcp) and recommended further clinical evaluation as appropriate. No adverse patient effects were reported. This pacemaker remains in service.